Event description:
Additional information was received indicating the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during a follow up in clinic, the device was found to be in back up vvi (bvvi) mode resulting in the patient experiencing discomfort due to the device pacing in bvvi mode. The physician suspected the bvvi was due to the patient touching electrical cables resulting in reset of the device. Abbott technical support was contacted, device records were reviewed, and high battery impedance was noted. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.